Event description:
When using a g4 intermediate nail, drill interference was observed during the pre-use interference check. The drill interfered repeatedly despite multiple attempts to reattach and retighten the components. During the actual procedure, the situation was explained to the surgeon, and insertion was performed while visually confirming alignment from the lateral side, similar to the approach used for long nail insertion. Postoperative x-ray imaging confirmed that the correct left/right orientation of the nail had been used. During the preoperative check, the drill contacted the anterior side of the nail; however, after insertion, it appeared that the sleeve was positioned toward the posterior side, possibly due to deflection of the nail within the body. It was noted that there may be variability in the intermediate sleeve, with some units allowing rotation of the knob only up to approximately 90 degrees, while others rotate up to approximately 110 degrees. In this case, the knob was stiff and did not rotate beyond approximately 90 degrees.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.